Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: 7119686/7121850.

Event description:
It was reported that the patient has yellow drainage coming from her ipg implant site and has blood in it. Patients midline incision started to show signs of infection. All components were explanted and will not be returned per hospital policy.